Event description:
It was reported that the basket of a ncircle tipless stone extractor was deformed. After crushing urinary tract stones in the ureter with a laser, the stone extractor was used to collect the fragments. When the package was opened and tested prior to use in an uncoiled position, it was noted then that the basket was deformed. One of the four basket wires was stuck to another wire and the basket would not form properly. Although the basket was deformed and difficult to use, the device was used several times to retrieve stones. Because it was difficult to use and grasp stone fragments, another extractor from an unknown lot was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code:= (B)(4). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the basket of a ncircle tipless stone extractor was deformed. After crushing urinary tract stones in the ureter with a laser, the stone extractor was used to collect the fragments. When the package was opened and tested prior to use in an uncoiled position, it was noted then that the basket was deformed. One of the four basket wires was stuck to another wire and the basket would not form properly. Although the basket was deformed and difficult to use, the device was used several times to retrieve stones. Because it was difficult to use and grasp stone fragments, another extractor from an unknown lot was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in an opened labelled package. A visual exam noted basket formation did not have equally spaced wires and appeared deformed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. A cause for the complaint could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.